Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced continuous glucose monitor (cgm) bluetooth connectivity issues in which a dexcom g7 sensor lost signal to the ilet, and customer care guided the user to toggle sensor type settings and restart the ilet, advising of pairing timeframe and noting that blood glucose levels were unaffected. No adverse clinical symptoms reported. Outcomes included no change to therapy delivery or need for medical intervention, and no hospitalization. User support included remote troubleshooting, user education on pairing and device settings, and confirmation that the issue was limited to communication between the cgm and the ilet. Investigation of this case revealed a signal loss event limited to the cgm-to-ilet bluetooth communication pathway without evidence of ilet hardware malfunction or cgm sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was transient communication disruption resolvable through standard reconnection and device restart procedures.